Manufacturer narrative:
The device is an automatic external defibrillator. The customer returned the actual device for evaluation. Factory service confirmed the reported white screen. They found that the display cable was partially disconnected. They attributed the failure to worn pins on the display cable. Replacing the display cable restored normal operation.

Event description:
The customer stated that the display goes blank when the unit is bounced a little. The reporting institution would not initially divulge patient information or the date of the event.